Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarm 20 occurred during the load sequence. Customers blood glucose level was reported as "high"; although specific value was not provided. Customer addressed elevated bg by administrating a correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy.